Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an extracorporeal membrane oxygenation weaning procedure using a 6f sheath, upsized to a 16f sheath. Reportedly, a suture break was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed prior to proglide use. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In addition, the pre-close technique was not used with a sheath greater than 8f. The eifu states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the IFU deviations contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.